Event description:
Four weeks postop, renal ultrasonography showed severe hydroureteronephrosis of the right kidney; persisting for 4 months post implant. Cystography showed no evidence of reflux. Approx 4 months post treatment, lasix renography showed obstruction on the right side with a decrease in split renal function to 38% compared to 62% in the normal left renal unit.

Manufacturer narrative:
Case (B)(6) from the article. Pt had right-sided ureteral reimplantation; intraoperatively, the distal portion of the right ureter demonstrated marked narrowing, consistent with a refluxing megaureter with an aperistaltic distal segment. Pathology noted ureteral fibrosis with foreign body reaction and synthetic fibers. Postoperatively, the pt did well and follow-up ultrasonography showed hydronephrosis resolution. The authors of this article identified that in both cases ((B)(4)) a congenital refluxing megaureter with a distal aperistaltic segment could have contributed to development of the obstruction following treatment with dextranomer/hyaluronic acid copolymer injection revealed the classic "beaking" seen in this congenital abnormality. They pointed out that in their experience, the have had no other episodes of ureteral obstruction after dextranomer/hyaluronic acid copolymer injection other than these two cases.